Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately seven months post implant of the implantable pulse generator (ipg) system, the patient was treated for endocarditis and bacteremia. The implantable pulse generator (ipg) system was explanted as part of treatment. No further patient complications have been reported as a result of this event.